Event description:
The device was removed due to a "malfunction of cylinder", secondary to "leakage". As reported to co, the pump/cylinder set and some assembly kit component(s) only were removed and replaced; leaving the reservoir in place.